Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -8.0/+1.0/095 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2016. On (B)(6) 2018 the lens was exchanged for a shorter lens due to excessive vault and significant reduction of irido-corneal angles (ica). The problem was resolved.

Manufacturer narrative:
Additional data: device evaluated by MFR -device evaluation: lens was returned dry in a miro-centrifuge vial. There was clear surgical residue/debris on product. Visual inspection found no visible damage to lens, and presence of residue and debris on lens surface. Claim #(B)(4).